Event description:
It was reported that 50 pegasus yel 24ga x 0.75in qsyte-cap y experienced incorrect label information/incorrect expiration date which was noted prior to use. The following information was provided by the initial reporter: on (B)(6), the head nurse of the pain department of the user facility found label content incorrect on 50 eas of pegasus. Production date on ea package is 2012-12-26. Expirtion date on ea package is 2020-12-25. Shelf life = 8 yrs. Actual shelf life is 3 years. Also, it's noticed that production date on is 2017-12-26. Expirtion date on package is 2020-12-25. Which is different with the information on package. Issue was noticed before use.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number: 7324087, our records show it was manufactured on 12/26/2017, and determined that this is the only instance of improper labeling occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. With the photos provided bd engineers were able to identify a potential root cause. Type errors, such as the one experienced, are the result of negligence on the part of production and quality personnel. To address this situation, bd has retrained the all personnel responsible for the labeling and monitoring of the packaging information, and strengthened the inspection and monitoring processes of this all finished goods. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 pegasus yel 24ga x 0.75 in qsyte-cap y experienced incorrect label information/incorrect expiration date which was noted prior to use. The following information was provided by the initial reporter: on august 21st, the head nurse of the pain department of the user facility found label content incorrect on 50 eas of pegasus. Production date on ea package is 2012-12-26. Expiration date on ea package is 2020-12-25. Shelf life = 8 yrs. Actual shelf life is 3 years. Also, it's noticed that production date on is 2017-12-26. Expiration date on package is 2020-12-25. Which is different with the information on package. Issue was noticed before use.